Event description:
It was reported that the patient never left the hospital after their implant on (B)(6) 2023. The patient aspirated and had ventricular tachycardia (vt) in december. It was noted that the patient had a history of arrhythmia prior to left ventricular assist device (lvad) implant and had an implantable cardioverter-defibrillator implanted prior to lvad therapy. The vt led to drops in blood pressure and lvad flows. The patient had intravenous lidocaine and amiodarone to address the vt and the arrhythmia resolved. Their renal function started worsening on (B)(6) 2023 and decreased urine output was noted. They began dialysis on (B)(6) 2023. They had lab work done and it was determined that they had worsening blood urea nitrogen and creatinine. They were started on intravenous diuretics, then hemodialysis and continuous renal replacement therapy. The patient experienced failure to thrive and respiratory failure due to multiorgan system dysfunction leading up to their death. This included symptoms of being nonresponsive, hypotensive, and hypoglycemic. They passed away due to family decision to withdraw care as the patient was not improving. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device operated as expected and was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 - health effect - clinical code: multiple organ dysfunction syndrome (3261) aspiration/inhalation (1725) no further information was provided. The manufacturer is closing the file on this event.